Event description:
Event description cpi received information that this ventak prx implantable cardioverter defibrillator (ICD) was found in monitor only mode (the ICD monitors heart function but does not deliver therapy) during a routine follow-up examination. The physician was advised to disable the 'deactivate the ICD through magnet application' feature to prevent recurrence of this problem. Note: the ventak prx physician's manual (cpi publication 352927) p 74 states: '...patients should avoid equipment or situations where their device would be exposed to strong (>10 gauss) magnetic fields.' This ICD falls under FDA safety alert FDA # n030/031-5. The physician was notified on 4/18/95.